Event description:
The customer reported the system displayed grainy images.

Manufacturer narrative:
(B) (4). The ge service rep verified connections, tracking and resolution. The unit functions as intended.